Event description:
Alleged event: healthcare professional reported a left side capsular contracture against a non (B)(6) device. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119849.